Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, multiple cubies failed. Reportedly the #2 cubies released from drawer 3 but the pyxis system did not acknowledge removal of the cubies causing error messages. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 23-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that half height cubie had pockets that were not in the station and would not release in the software. A field service engineer troubleshot the device and reseated the row cables in the rear of the station on the drawer power management controller card. The system functioned as intended after the field service engineer repaired the device.